Event description:
After surgery (8+hrs) the pt's skin was breaking down.

Manufacturer narrative:
Investigation found the end-user inappropriately positioning the placement and using the wrong pads. They were also inappropriately positioning the pt on the pads and table. It was also determined that the hospital was not using the pt care kit to reduce abrasions and stiction of the pts on the pads. An inservice with the hosp has been requested.